Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info stating that the customer was unable to see drips of insulin coming from the tubing during fill tubing. There was not impact to the customer's blood glucose level.